Manufacturer narrative:
Concomitant medical product: 5076-52 lead; 693165 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation by the left ventricular (lv) lead. The lv lead was capped and replaced. It was also reported that the right atrial (ra) lead exhibited noise on electrograms (egm). The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.